Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine would not power on. The field service engineer (fse) was informed by the customer that the station had a black screen and would not start, with suspicion that a drawer issue was preventing the device from powering up. Initial troubleshooting through the main system did not resolve the issue, so the drawers were disconnected and reconnected one at a time to isolate the cause. This process identified auxiliary drawer 4.2 as the source of the problem. The drawer controller board for 4.2 was replaced, after which the station powered on successfully. The fse ran tests using the hardware test application tool, with no further issues detected, and then restarted the station. The customer was able to successfully recover the failed storage space, confirming normal operation. The hardware test application was completed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit would not power on. The customer attempted to connect the device to a different power outlet; however, the issue persisted and the machine remained unresponsive. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.